Event description:
As reported by an edwards lifesciences japanese affiliate, during a left-side transfemoral tavr procedure with a 20mm sapien 3 ultra resilia in the native aortic position, resistance was noted while advancing the commander delivery system into the esheath+. It was observed that the resistance was strong at the distal end of the external iliac artery (eia). Eventually, the delivery system was advanced little by little and passed through the esheath+, after which the valve was successfully deployed. After valve deployment, access vessel angiography showed no abnormal findings. On postoperative day 1, there were findings of decreased blood flow in the left foot. Angiography revealed occlusion in the external iliac artery (eia). Intravascular ultrasound (ivus) showed vascular damage at the access site, which seemed to be caused by the perclose. Also, there were dissection findings in the eia. Stent placement was performed for vascular damage and dissection.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed tortuosity and calcification in the patient's left access vessel, and undersized vessels (minimum luminal diameter of 5.5mm required for use with 14fr esheath+). Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing through sheath was unable to be confirmed due to no device/relevant imagery provided for evaluation. Available information suggests patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event per review of the provided 3mensio report. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (i.e. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.